Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was offline in remote support service. A field service engineer reinstalled remote support service to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, after a generator test, the pyxis did not power back on. A hard restart was performed, but the unit would not progress beyond the cfnadmin screen. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.